Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the infection occurred after the device was implanted. A new leadless device was implanted. No additional adverse patient effects were reported. This lead was explanted.